Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that post implant, >2500 ohms atrial impedance was noted. The pocket was opened and the lead was evaluated. Normal electrical tests were displayed and the lead was connected to the generator. The atrial impedance remained at >2500 ohms. A new pulse generator was placed with no further problem.